Event description:
Fire department personnel attached the device to a person diagnosed in cardiac arrest. Each time an automated ECG analysis was attempted, the device allegedly displayed a connect electrodes alarm and the analysis was inhibited. The patient's ECG was properly displayed on the monitor screen throughout the event. An als crew subsequently arrived and took over care of the patient. The als crew were provided with a dnr order on the patient. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's ECG rhythm during the reported event. The patient's ECG rhythm during the reported event. The patient's ECG rhythm was obviously a non-shockable arrhythmia.